Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose readings of 450 mg/dl due to not having high alerts turned on. Customer stated that they treated with an injection and their blood glucose reading went down to 122 mg/dl in three hours. No product is expected to return for analysis.